Manufacturer narrative:
This report is based on information provided by philips bench repair technician and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue x3 indicating speaker damage. The bench repair technician confirmed the no sound was present during the inop error messages. The cable of the speaker was pinched and the signal was sometimes interrupted. It was confirmed to be an issue with the speaker. The speaker was replaced to resolve the issue. The device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported loudspeaker error. It is currently unclear if there was no audio. It is unknown if the device was in use at time of event, and there was no adverse event reported.